Event description:
Caller reported error code 42 with their cgm, indicating a malfunction. There was no adverse impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the caller through the reset process, resolving the issue. Caller successfully started their sensor session after the reset.